Event description:
Size 5 blood pressure cuff was applied to the patient pre-operatively. After induction and intraoperative positioning complete, a blood pressure cycle was running and the cuff blew out. This patient has blood pressure concerns that needs frequent monitoring. When the cuff blew, the patient's arms were tucked and not easily reachable. It required a halt in or activities to remove the damaged cuff, replace with a new one, and reposition the patient. Manufacturer response: for blood pressure cuff, (brand not provided) (per site reporter). Engaged